Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported tamponade may be procedure related. Per the IFU, cardiac perforation is a known inherent risk of any electrode placement.

Event description:
During a paroxysmal supraventricular tachycardia (psvt) procedure, a cardiac tamponade occurred. The cool path duo ablation catheter was placed in the left ventricle through a non-sjm introducer sheath and did not deflect as the physician wanted. Another catheter from the same model and lot was obtained to continue the procedure. At that time, st changes were noted and the patient became hypotensive. An echocardiogram revealed a cardiac tamponade and a pericardiocentesis was performed which stabilized the patient.